Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. Correction: the correct common device name is pgq; not mcm as previously reported. This report is filed (B)(6) 2016. The device is currently unavailable.

Manufacturer narrative:
This report is filed february 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced non auditory pain/sensation with and without device use as well as poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains at this time. However, explant and reimplantation is planned but has not taken place at the time of this report, february 18, 2016.

Manufacturer narrative:
Per the clinic, it was reported there was an infection at implant site (date not reported). This report is filed on february 17, 2017 by cochlear limited on behalf of cochlear americas. Exemption number e2016011.